Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels with a reading of 17 mg/dl. It was stated that the customer did not fully understand the insulin pump or its features. The nurse requested further training for the customer. The nurse stated that the doctor made changes to the basal rates to prevent further low blood glucose episodes. Nothing further was reported.